Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed with no anomalies found. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil impedance on the right ventricular (rv) lead jumped from 62 ohms to 130 ohms over a two day period. It was further reported that noise was reproduced during isometric exercises. It was believed that the rv lead had possibly fractured. No shocks or inappropriate therapy were delivered. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was partially explanted and replaced and the distal portion of the lead was capped and left in place.